Event description:
It is reported in the literature article titled "management of patients with predicted difficult airways in an academic emergency department ", two of seven patients from the awake group had airway intubation performed using olympus maf-gm. Five patients from this group experienced adverse events (hypoxia-2, dysrhythmia-2, and peri-intubation arrest-1). There is no specific information available to clarify which (if any) of the five patients experiencing an adverse event were intubated using the maf-gm. It is reported that all patients in this study were predicted to have difficult airways to intubate. It is also reported that no patient in this study required surgical airway intervention. This report is being submitted to report the potential that an olympus device could have caused or contributed to an adverse event in either of the two patients that were intubated using the maf-gm. There is no report that the maf-gm malfunctioned in any way.